Manufacturer narrative:
Date of event: used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that catheter stuck on guidewire occurred. An angiojet zelantedvt was used in a thrombectomy procedure. During the procedure, the 0.35 guide wire was screwed inside the catheter. A new catheter was used. No patient complications were reported.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. Device evaluated by MFR.: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet zelante catheter. No guidewire was in the device when returned. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed no damage. Functional testing was completed per device preparation. The pump was inserted into the ultra drive unit console. The catheter primed, and the device functioned for a period of 90 seconds in the thrombectomy mode. The devices pressure was within the normal range. During functional testing no errors or priming issues were noticed, the device ran as designed. No leaks were noticed during functional testing. A .035 test amplatz guidewire was inserted into the guidewire lumen and the wire transcended through the device until approximately 79.5cm from the tip when the wire stopped. The device was x-rayed to see any damage internally; however, no damage could be seen. The device was dissected, and it was found that the guidewire lumen was twisted and constricted at this area of the device. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that catheter stuck on guidewire occurred. An angiojet zelantedvt was used in a thrombectomy procedure. During the procedure, the 0.35 guide wire was screwed inside the catheter. A new catheter was used. No patient complications were reported.